Manufacturer narrative:
Batch review performed on 27 october 2023. Lot 2110144: (B)(4) items manufactured and released on 04-oct-2021. Expiration date: 2026-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 9 months after primary, the surgeon revised the insert with a thicker one (from 11 to 13mm). The surgery was completed successfully.